Event description:
Information was received from a patient regarding an external device. It was reported that the patient's recharger quit working on sunday night. The patient said the power button didn't seem to do anything anymore and all it did was flash sequentially one light at a time, plus the handset couldn't find it. The patient had held down the power button to try to reset it about 7-8 times but couldn't resolve it; the lights would go off for like 5 seconds but would then start again. The patient was assisted with trying to reset the recharger by holding down the power button while on the dock plugged into power but the issue was not resolved. A replacement wireless recharger was requested to be sent out.

Manufacturer narrative:
H3: analysis of the returned wireless recharger (s/n: (B)(6)) found no visual anomalies with the returned device. Analysis did however note the device was unresponsive. The patient's complaint was confirmed. The device led's scroll continuously and the device is unresponsive. The flash read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.